Event description:
Pump reported to go into a failure code 804:24 followed by a 38:309:1949:0002 a few seconds later, during pt use. The pump reportedly stopped all channels and alarm. Neosenephrine, diprovan, and d52 1/2 normal saline with kcl were running at the time. The pt's b/p dropped to 50/20. The pt was given a solution bolus and switched to levophed. The clinician reported that she "almost did not get him back." The pt returned to pre-incident status, but the clinician reported "barely." No pt injury resulted.